Manufacturer narrative:
(Use error). The evaluation confirmed the reported event and attributed it to use error resulting in damage of the shp cable.

Event description:
On 14-may-2026, a sales representative reported via (B)(4) that an ar-8332h shaver handcontrols wiring had become exposed. This was discovered during a case; there was no harm to the patient. The device was not replaced during the procedure.